Event description:
It was reported that the system 9800 would not take exposures. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated, although communications errors were found in the error logs. Software modes were flashed and the cine drive reformatted as it was found that the system was storing cine runs out of order. The dc power distribution circuit board was replaced as it was found to be holding down the + 5vdc supply to the image processor circuit board which may have caused the reported problem. The system was tested and found to be working as intended and placed back into service.